Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number : 5035463, model/catalog description: linear st lead kit 70 cm.

Event description:
A report was received that the patient had seizure not related to the device and had lead migration. It was also mentioned that the patient was only getting stimulation down it shoulder blades. The patient underwent a lead revision procedure. The patient was doing well postoperatively.